Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol), model zlb00 (13.0 diopter) was explanted from the left eye (os) due to the patient experiencing extreme halos, glare, inability to see or read at near distance, along with the fear of driving at night because of the halos. Reportedly, the patient could no longer put on make up, read clearly, and stated she had to take a photo of something and blow it up on her phone in order to read it. The patient was dissatisfied and had safety concerns with driving. Punctal plugs were inserted (B)(6) 2017, in hopes that any dry eye related visual symptoms would improve; however, they did not help. One (1) year after the initial implant, the patient was referred to another surgeon for evaluation where the lens was then explanted and replaced. Visual acuity pre-operative: left eye (os): 20/25; visual acuity post-operative: left eye (os): 20/20-20/25; os-glare 20/400. No further information was provided.